Event description:
It was reported that there was oversensing, noise, high impedance greater than 3000 ohms, and an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.